Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed a ¿strip issue¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2014. The patient does not take medications to manage her diabetes and continued to follow her usual management routine. After the start of the alleged issue, the patient claimed she felt a symptom of sweaty. The patient treated herself with food and/ or drink. The patient did not test her blood glucose with another device. At the time of troubleshooting, the cca was not able to walk the patient through a retest to resolve the reported issue. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.